Event description:
Patient states his dr. Advised him to call. He reports in june 2007 time frame swelling began in his knee and fever.

Manufacturer narrative:
Product recall initiated on august 21, 2007.